Event description:
New information received notes that during the procedure, it was noted that the lv lead was bent. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that a left ventricular (lv) lead was implanted and explanted on the same procedure day due to unknown reason. Patient status was not provided.

Manufacturer narrative:
The reported event of "the lead looked bent" was not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured to be within product specification.